Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the returned lens was received adhered to the bottom of the original folding carton. Viscoelastics and/or balanced salt solution were observed on the lens surface. Scratches were observed on the lens optic zone. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the box, the intraocular lens was noticed to be scratched. No patient contact. No additional information was provided to abbott medical optics.